Manufacturer narrative:
The complaint description states that a patient was revised after a fracture of the corail stem, at the modular neck without fracture of the ceramic. The device associated to the complaint was not returned for analysis. No other analysis was possible because neither the batch number nor the x-rays or medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). For any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer reports that a patient was revised after a fracture of the corail stem, at the modular neck without fracture of the ceramic.